Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 19165392, description: next generation anchor kit-sterile. The returned devices were analyzed and the complaint could not be confirmed. The leads were cleanly cut and the damage is consistent with damages done during the explant procedure and is not considered a failure. The clik anchor revealed no anomalies.

Event description:
A report was received that the trial patient was experiencing muscle ache and pain. The patient turned off the stimulation but the issue did not resolve. The patient's lead and lead extension were explanted early due to these symptoms. The physician does not feel that the position of the lead was related to the pain, and does not feel that the muscle ache and pain was device related.

Manufacturer narrative:
Additional information was received that the physician assessed the patient's muscle ache was not related to procedure.

Event description:
A report was received that the trial patient was experiencing muscle ache and pain. The patient turned off the stimulation but the issue did not resolve. The patient's lead and lead extension were explanted early due to these symptoms. The physician does not feel that the position of the lead was related to the pain, and does not feel that the muscle ache and pain was device related.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-3138-35 serial # (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the trial patient was experiencing muscle ache and pain. The patient turned off the stimulation but the issue did not resolve. The patient's lead and lead extension were explanted early due to these symptoms. The physician does not feel that the position of the lead was related to the pain, and does not feel that the muscle ache and pain was device related.